Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4) .

Event description:
It was reported, the patient had a wound infection. The right gluteal pocket incision had some erythema. There was also purulent drainage from the pocket incision. Laboratory results showed the patient¿s white blood cell count was within normal limits. Further laboratory results showed the anaerobic culture was negative and the aerobic culture was positive for rare (B)(6). Later it was noted, the aerobic culture was negative. It was also noted that there was no improvement in wound healing. The patient¿s c-reactive protein was elevated. Intervention included administering antibiotics. The patient was also admitted to the hospital for intravenous antibiotics. The entire system was explanted. The patient was later discharged and given oral antibiotics. The event was unlikely related to the device or therapy and related to the implant procedure. Additional information reported the lumbar and right supragluteal incisions were healing well without any signs of infection. The event was resolved without sequelae.